Event description:
It was reported that a (B)(6) had a shunt implanted in (B)(6) of 2009. In (B)(6) 2010, the pt presented with hydrocephalus and the shunt was found broken. On (B)(6) 2010, the valve was revised and new shunt was implanted. There was no reported death or injury.

Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer. A review of the manufacturing records showed no anomalies.